Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the eccentric, mildly tortuous, 95% stenosed, de novo, distal left anterior descending (lad) artery, the 2.5 x 15 mm xience prox was at the lesion when it was noted the stent implant had dislodged off the balloon in the guide catheter. The stent delivery system was removed, then the guide catheter with the stent implant was removed from the anatomy. A different device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.